Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst and inability to withdraw system through sheath were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. The prescribed nominal inflation volume is provided in the IFU. In this case, it is likely that balloon was overinflated, subjecting the balloon to high pressures, which resulted in balloon burst/rupture during deployment. As such, available information suggests that procedural factors (over-inflation) may have contributed to the balloon burst event. In addition, available information suggests that procedural factors (burst balloon profile) likely contributed to the inability to withdraw event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, at full inflation the commander delivery system balloon ruptured. The valve was deployed with 5cc added to nominal volume. Upon removal of the commander delivery system, withdrawal difficulties were encountered during removal into the esheath+. The devices were removed through the patient's leg and a surgical cutdown performed. A post dilation was completed due to an unknown reason.

Manufacturer narrative:
Investigation is still ongoing.